Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer continued using the same cartridge until it depleted and then loaded a new one.